Manufacturer narrative:
H.6. Investigation: three 3ml safetyglide combo packs from batch from 8330741 (p/n 305904) were received and evaluated. No visual defects were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The root cause cannot be attributed to the manufacturing process at this time. The plunger rod is made of polypropylene ¿ a type of plastic, which may bend if subjected to sufficient force. It is unclear what type of process was used to fill the syringes. The product is manufactured in accordance with (B)(4) and meets those requirements.

Event description:
It was reported that bd safetyglide¿ syringe with detachable needle plungers bend easily. This was discovered during use. The following information was provided by the initial reporter: material no.: 305904 batch no.: 8330741. It was reported that the plungers bend easily with this lot. Per verbatim: name was spelled incorrectly. Made correction and its a facility reporting issue. Medical professional reported plunger are too "weak". With this lot. Stated, bending easy when tried filling it with "lidocaine". Has 3 boxes but only using 1 box. Wants all 3 boxes replaced, not comfortable continuing to use this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide syringe with detachable needle plungers bend easily. This was discovered during use. The following information was provided by the initial reporter: material no.: 305904; batch no.: 8330741. It was reported that the plungers bend easily with this lot. Name was spelled incorrectly. Made correction and its a facility reporting issue. Medical professional reported plunger are too "weak". With this lot. Stated, bending easy when tried filling it with "lidocaine". Has 3 boxes but only using 1 box. Wants all 3 boxes replaced, not comfortable continuing to use this lot.